Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/12/2016. Device returned to manufacturer ¿ yes. Device evaluation the returned product consisted of the folding carton and the pcb00 cartridge cap. The pcb00 insertion device or lens was not returned. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the physician was inserting the lens into the eye, the lead haptic of the lens was sticking out. The tip of lens touched the incision of the eye. The physician noticed this and didn't want to keep pushing the lens in. The physician withdrew the lens and used another pcb00 lens. There was no incision enlargement, no vitrectomy done. No patient post-op injury and the surgery went well.